Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-12893. It was reported the patient has been experiencing increased cramping down her right leg since the implant date. The patient went to the emergency room on (B)(6) 2013 due to the cramping. Reportedly blood clots were ruled out. However, they could not determine the cause for the cramping.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.